Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. Device failed during evaluation, no patient involved.

Manufacturer narrative:
(B)(4). A device analysis was performed. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The reported issue was confirmed through the sample evaluation, but the cause could not be determined. The device was routed for service and calibration. Should additional relevant information become available, a follow-up report will be submitted.